Event description:
It was reported by the customer that on (B)(6) 2010 the fiber cap detached at 170,194 joules. Also, it was reported that the fiber cap was removed from the pt. No pt injury was reported. The device was not returned for eval.